Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 1 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc and arrow down to the alarm log. The tsr determined that a system error 2240 alarm was previous to the system error 2367. During troubleshooting an open clamp was noticed. The tsr assisted the hp to end the therapy. The tsr advised the hp to dispose of all current the supplies used and start over using all new supplies. The tsr advised the hp to monitor his initial drain when he restarted therapy because of the low ida setting. The tsr advised the hp to manually drain if needed or call baxter for assistance. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.